Event description:
Pump was returned for routine servicing. Failure code 533:320:717:0000 was found in the event history. The failure code will result in an alarm and will stop the channels in use. No pt info or involvement was reported at the time.